Event description:
Employee went to draw blood on a hiv + outpatient. Employee placed gloves on and inserted butterfly (using vacutainer brand blood collection set). When going to obtain the blood, attempted to spike the collection (evacuation) tube without using a barrel/holder. The sheathed needle of the leur adapter punctured left thumb of employee causing patient's blood to enter employee's thumb. Employee required immediate local excision of the needle tract. Blood work was also done on employee and medications started. Note: reason for late reporting was awaiting response from osb thru FDA district office.